Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that eight years, ten months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced with an annuloplasty ring due to mitral valve insufficiency. Prior to the replacement procedure, the patient presented with shortness of breath and arrhythmia, however, it was not indicated that the arrhythmia was attributed to this annuloplasty band. No adverse patient effects were reported due to the replacement procedure.